Event description:
The customer reported the device would not detect the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device would not detect the battery. There was no report of pt involvement. A philips field service engineer evaluated the device and verified the failure. The issue was determined to be a failure of the battery. The battery was replaced to resolve the issue.